Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high threshold and low r-wave since implant. It was noted the rv lead recently had oversensing of r-waves causing false tachycardia in diagnostics. The rv lead was reprogrammed and then explanted and replaced. The patient was a participant in the pan-psr clinical study. No patient complications have been reported as a result of this event.